Event description:
It was reported that the user experienced episodes of low blood glucose during both nighttime and daytime while using the ilet, with the cause of the hypoglycemia unclear. Symptoms included shakiness, sweating, and feeling ill. Outcomes included no reported hospitalization, no reported emergency treatment, and no reported device alerts or alarms. Investigation included a follow-up request for additional information and blood glucose details. Investigation of this case revealed that available information did not identify a device malfunction or component issue. It was concluded, based on previously established findings for similar reports, that the cause was undeterminable. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.